Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Streamer defect. Coating is partly in the lead.

Event description:
Streamer defect. Coating is partly in the lead.

Manufacturer narrative:
Complaint investigation is attached to this report.